Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation. The result of the evaluation was that the unit passed functional testing, so the original complaint issue was not confirmed.

Event description:
The dealer states the battery indicator on the joystick is not moving and the consumer doesn't know how much of a charge is left on his batteries.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the battery indicator on the joystick is not moving and the consumer doesn't know how much of a charge is left on his batteries.